Manufacturer narrative:
Device labeling addresses the reported event as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Further information from the reporter regarding this event has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a patient was implanted with seri® surgical scaffold in a revision breast reduction. After implantation, patient experienced drainage, seroma, and ¿incision opened up¿. Doctor removed a large piece of seri® that did not incorporate. The wound is still not healed and patient is still packing the wound on a daily basis. Side unknown.